Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior leaflet. A mitraclip xtr was inserted, advanced into the left ventricle (lv), and grasping was performed. However, difficulties visualizing the clip occurred, and the clip became caught in chordae. Troubleshooting was performed, and the clip was freed. However, chordae rupture and leaflet damage were observed. Therefore, the clip was removed from the patient. However, after removing the steerable guide catheter (sgc), it was observed that the interatrial septum was damaged. The procedure was discontinued. No clips were implanted, and the mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, there was no functional testing that was needed for the returned device as there was no reported device malfunction associated with the sgc. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported perforation cannot be determined. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior leaflet. A mitraclip xtr was inserted, advanced into the left ventricle (lv), and grasping was performed. However, difficulties visualizing the clip occurred, and the clip became caught in chordae. Troubleshooting was performed, and the clip was freed. However, chordae rupture and leaflet damage were observed. Therefore, the clip was removed from the patient. However, after removing the steerable guide catheter (sgc), it was observed that the interatrial septum was damaged. The procedure was discontinued. No clips were implanted, and the mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.